Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified distal left circumflex (lcx) artery. A 2.75 x 38 synergy drug-eluting stent was advanced but was unable to reach the lesion. The device was removed and the stent strut was found to be slightly lifted. Dilatation was then performed several times using a 2.5 non-bsc balloon catheter and a 2.75 x 24 non-bsc stent was deployed and the procedure was completed. No patient complications were reported and the patient's status was good.